Event description:
It was reported that the patient presented to the emergency room after experiencing syncope and losing consciousness. Upon interrogation, the ventricular lead exhibited loss of capture. A chest x-ray revealed loss of slack in the lead. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
.